Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing did not confirm dual alarm failure. Pump powers on with vibratory sounds but no audible. Confirmed all auditory alarm settings were set to ¿high.¿ still no audible tone. Unable to obtain audible reading in checklist step 8 due to no audible tone. To further investigate the pump cover was removed; cold solder was confirmed on the piezo causing the audible alarm sound loss. Cold solder found on piezo.